Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and during development of a frame adapter for vantage have ascertained that there was a risk of inducing a shift when pressing the frame side versus the frame adapter side. This is the same for the frame holder used in CT and treatment for open surgery. It has been measured in worst case up to 0.68 mm shift in target as a result of gripping the side. This is the maximum value measured and the probability to occurrence of unacceptable values is estimated to (B)(4) of the cases. Now that the investigations have been completed, elekta have concluded that for open surgery the probability for a shift to cause any harm is implausible. No patient injuries or reports have been received from any customers.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
During verification of vantage frame adapter it was observed that there is a risk of shifting the frame versus the adapter in x-direction when holding the frame and adapter on the side. The interface is similar in the vantage frame holder and there is a risk that the same or similar shift can occur during handling.